Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed with product received. Upon visual inspection the device has fractured at the hole near the stem taper. There is no other visible damage. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated/correctedupdated: b3, b4, d1, d4, g3, g6, h2, h4, h10

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device broke. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.